Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon allegedly would not deflate. It was further reported that the balloon got stuck inflated over a super stiff amplatz thru a sheath. Reportedly, the balloon was poked thru a needle to deflate and take it out. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one conquest pta dilatation catheter returned for evaluation. Upon visual inspection, it was noted the balloon was bloody with the distal tip prolapsed. No anomalies to the luers, bifurcate or glue fillets. During functional testing, an in-house presto inflation device was used to inflate the balloon but was unable to be inflated. The balloon fibers were then stripped in order to see the port holes. A second attempt was made to inflate the balloon but was not successful. In order to see if there was a blockage within the inflation lumen, a touhy-borst adapter was used to inflate the balloon and did not inflate. The balloon was then cut longitudinal to remove it. It was then noted the glue bullet was not seated correctly on the catheter. No further testing was performed. Therefore, the investigation is confirmed for the reported deflation problem as glue bullet was not seated correctly on the catheter and inflation of the balloon is unsuccessful, it indicates a possible blockage in the inflation lumen which could have caused deflation issues. Also, the investigation is confirmed for the reported sheath removal difficulties as the distal tip of the balloon was prolapsed, which could have been caused due to difficulty in removing from the sheath. A definitive root cause for the reported deflation problem and sheath removal difficulties could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D4 (unique identifier (UDI) #), g2, g3, h6 (method, result, conclusion) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transluminal angioplasty (pta) procedure using the conquest pta balloon catheter. During the procedure, the balloon allegedly would not deflate. It was further reported that the balloon got stuck inflated over a super stiff amplatz thru a sheath. Reportedly, the balloon was poked thru a needle to deflate and take it out. The procedure was completed using another device. There was no reported patient injury.